Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection at the left temporal region, near the inner unit of the implant (specific date not reported). Subsequently the patient was hospitalized and treated with intravenous antibiotic (date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.